Manufacturer narrative:
The dealer advised that the concentrator had been sitting in the living room behind a chair, with two or three feet of clearance all around the unit. He indicated that the unit did not produce any warning lights or alarms before the issue happened, and no smoke or anything came from the unit. He also advised that no one in the home smokes. The dealer was not aware if the unit stopped working or if the end user turned it off, following the incident. He stated that the unit's last preventative maintenance was performed in april 2019. The dealer indicated that he provided the end user with another unit to use, and he returned the subject unit to invacare for evaluation. An expanded evaluation was completed on 06/13/2019. Through visual inspection of the concentrator, it was observed that the screws were attached to the front and back shrouds, but the shrouds were split apart on the sides. The shrouds were removed to inspect the internal components of the concentrator. It was observed that the tubing from the sieve beds to the pe valve and to the product tank were darkened. The tubing from the left sieve bed to the product tank had a hole, which was generated from an overheating event. This overheating event also caused the check valves and the regulator/adaptor to fail and the product tank to impact the sound box, causing the sound box to bend. The shroud had broken standoffs, indicating that the shroud had opened during the event. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
The dealer reported that the end user called and alleged that she was using the irc5po2v concentrator on 4 lpm, when she heard a very loud boom noise, so she called 911. The dealer advised that when he got to the end user's home, the concentrator was in the front yard with the fire department. He stated that the concentrator's cabinet was burst open at the top, causing the screws to be sheared off. He stated that there was no harm or injury to the end user as a result of the event.